Event description:
Fire department personnel attended to a person diagnosed in cardiac arrest. The patient's downtime was estimated as 10 minutes. The device was connected to the patient using kimberly clark r2 multifunction electrodes however the device allegedly continued to display a connect electrodes alarm and use of the device was inhibited. Paramedics arrived within 1 or 2 minutes and took over treatment of the patient using a manual defibrillator/monitor. The patient was resuscitated.